Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited oversensing of noise that is typically seen within two weeks of initial device implant. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock while brushing their teeth. The episode had indicated that the inappropriate shocks were due to oversensing of muscle noise with varying signal amplitudes. The patient was brought into the clinic and the noise was reproducible. The system was reprogrammed to primary sensing vector to prevent any future inappropriate shocks. No adverse events.